Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B46021-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia") and metrorrhagia ("metrorhagia"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, menorrhagia and metrorrhagia had resolved. The reporter considered abdominal pain, dyspareunia, menorrhagia, metrorrhagia and pelvic pain to be related to essure. The reporter commented: received treatment for dyspareunia, pelvic pain, abdominal pain,menorrhagia, metorhagia. Discrepancy- date of insertion was updated as (B)(6) 2014 from (B)(6)2015. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test( (unspecified) result: bilateral occlusion. B46021-not valid. Most recent follow-up information incorporated above includes: on 25-aug-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B46021-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia") and metrorrhagia ("metrorrhagia"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, menorrhagia and metrorrhagia had resolved. The reporter considered abdominal pain, dyspareunia, menorrhagia, metrorrhagia and pelvic pain to be related to essure. The reporter commented: received treatment for dyspareunia, pelvic pain, abdominal pain,menorrhagia, metorhagia discrepancy- date of insertion was updated as (B)(6) 2014 from (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test( (unspecified) result: bilateral occlusion. B46021-not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B46021) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia") and metrorrhagia ("metrorhagia"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, menorrhagia and metrorrhagia had resolved. The reporter considered abdominal pain, dyspareunia, menorrhagia, metrorrhagia and pelvic pain to be related to essure. The reporter commented: received treatment for dyspareunia, pelvic pain, abdominal pain,menorrhagia, metorhagia. Discrepancy- date of insertion was updated as (B)(6) 2014 from (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test( (unspecified) result: bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-aug-2020: mr received: lot no. Was added. Reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia") and metrorrhagia ("metrorhagia"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, menorrhagia and metrorrhagia had resolved. The reporter considered abdominal pain, dyspareunia, menorrhagia, metrorrhagia and pelvic pain to be related to essure. The reporter commented: received treatment for dyspareunia, pelvic pain, abdominal pain, menorrhagia, metorhagia. Discrepancy- date of insertion was updated as 26-mar-2014 from 10-may-2015. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: essure confirmation test( (unspecified) result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. On (B)(6) 2019: pfs received- case become incident. Injury nos was removed and new events dyspareunia, pelvic pain, abdominal pain, menorrhagia, metorhagia were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.